Event description:
Customer reporting 2 false negative sars result. Customer states the result was confirmed positive by other rapid antigen test at urgent care. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion:.a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: online review.